Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d9 the device was returned to olympus for inspection, and the reported failure of a blocked channel was confirmed. An additional reportable malfunction was identified during device evaluation: image issue due to excessive image guide breakages. Based on the investigation results, the most probable cause of the complaint was traced to component failure¿specifically an expected or random component failure, with no evidence of a design or manufacturing issue should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing, it was found that the inner channel on the ultrasound bronchofibervideoscope was blocked. There was no report of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.